Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 115310; lot# unk; comp rvrs shldr glnsp std 36mm; item# 115370; lot# unk; comp rvs tray co 44mm; item# xl-115363; lot# unk; arcom xl 44-36 std hmrl brng. Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent comprehensive reverse shoulder replacement surgery. Subsequently, the patient was revised due to loosening of the humeral stem. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.